Event description:
It was reported that an incident occurred with the hybridknife® flex I-type (knife) during an endoscopic submucosal dissection (esd) in the rectum. No information was provided regarding any other equipment or accessory used in the procedure or the esu's settings. Per the account, when attempting to clean the tip of the knife, a portion of instrument's tip was missing. An inspection of the surgical area/field by the physician didn't reveal the presences of any tip pieces. As a result, there was no report of a patient injury.

Manufacturer narrative:
The hybridknife® flex I-type (knife) was returned to erbe USA and inspected. The report of a portion of the knife's tip being missing was confirmed. The distal end and tip was heavily charred which indicated heavy/over-stressed use. Nevertheless, the knife is being returned to our parent company, erbe elektromedizin gmbh (germany), for a more in-depth analysis. No anomalies were found in the review of the device history record (DHR) for the lot of the hybridknife® flex I-type (knife). If any conclusive determination is made by erbe germany as to the cause(s) of the reported issue, then a follow-up MDR will be filed. The account is being made aware of the findings.

Manufacturer narrative:
The hybridknife® flex I-type (knife) was returned to erbe USA and inspected [note: no anomalies were found in the review of the device history record (DHR) for the lot of the hybridknife® flex I-type (knife)]. The report of a portion of the knife's tip being missing was confirmed. The distal end and tip were heavily charred which indicated heavy/over-stressed use. Therefore, the knife was returned to our parent company, erbe elektromedizin gmbh (germany), for a more in-depth analysis. Erbe germany investigation/fundings were as follows: "during the visual inspection, a clear break edge on the electrode was detected. The opposite side of this break edge could not be assessed, as its location is unknown. Since this is a brittle fracture, which is typical for tungsten, previous damage caused by handling (mechanical force) during production or cleaning of the instrument can be ruled out. There is a requirement for the electrode that specifies its stability in the installed state with regard to transverse forces (system requirement re_kat-78). According to the derivation of the requirement, the forces occurring in the tissue are low. The breakage of the electrode must have been caused by a single mechanical force greater than the specified transverse force. It is unclear when exactly and how this force was applied." Erbe USA is closing the file on this event.

Event description:
It was reported that an incident occurred with the hybridknife® flex I-type (knife) during an endoscopic submucosal dissection (esd) in the rectum. No information was provided regarding any other equipment or accessory used in the procedure or the esu's settings. Per the account, when attempting to clean the tip of the knife, a portion of instrument's tip was missing. An inspection of the surgical area/field by the physician didn't reveal the presences of any tip pieces. As a result, there was no report of a patient injury.